Event description:
Boston scientific received info that right ventricular lead had experienced loss of capture at max output. The lead had previously been programmed off due to this issue. The pt is new to this physician. However, upon finding this issue and learning that the pt had been syncopal for the last month, the physician decided to surgically abandon and replace the lead successfully. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.